Event description:
Please reference (B)(4). The customer reported that she experienced high blood glucose levels after inserting a new infusion set. The customer stated that she went away for the weekend, and was bolusing multiple times, but continued to experience high blood glucose levels, and was subsequently hospitalized for diabetic ketoacidosis. The customer stated that she was placed in ICU. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.